Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a damaged pressure sensor cable. The pressure sensor cable was replaced to fix the issue.

Event description:
The device was returned because it was stated that something was loose inside. The results of the investigation found that the device's pressure sensor cable was damaged. There was no patient involvement.